Manufacturer narrative:
(B)(4).

Event description:
Procedure: gastric bypass. According to the reporter: the knife bar broke inside the pt. The knife broke in half. All pieces were retrieved laparoscopically. A new device was opened to complete the case. Delay in the case was approx 1 1/2 hours.